Event description:
The technician reported the right side rail could not latch. The bed was located in the basement at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the ratchet rivets that secure the end tube to the top of the side rail were missing from the right side rail, preventing the rail from latching. The most likely cause of the missing ratchet rivets is force due to the side rail being ran into an object during transport. The right side rail end tube ratchet rivets were replaced by the technician to resolve the issue. Based on this information, no further action is required.